Manufacturer narrative:
(B)(4). Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
Same case as 2134265-2016-00905 and 2134265-2016-00906. It was reported that automatic pullback failure had occurred. During a procedure, a motor drive unit was used in conjunction with an unknown catheter and unknown sled. However, the performance of the system was unstable and the system stopped during pullback. No patient complications reported.